Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of device dislocation ('device dislocation') in a 33-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2015, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), back pain ("back pain"), hypersensitivity ("allergy nos"), alopecia ("alopecia"), acne ("pimples") and mood altered ("humor alteration") and was found to have weight abnormal ("weight alteration"). The patient was treated with surgery (hysterectomy on (B)(6) 2020). Essure was removed in (B)(6) 2020. At the time of the report, the device dislocation, pelvic pain, back pain, hypersensitivity, alopecia, acne, weight abnormal and mood altered outcome was unknown. The reporter considered acne, alopecia, back pain, device dislocation, hypersensitivity, mood altered, pelvic pain and weight abnormal to be related to essure. The reporter commented: case reported in a tv brazilian program. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-aug-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of device dislocation ('device dislocation') in a (B)(6) year old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2015, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), back pain ("back pain"), hypersensitivity ("allergy nos"), alopecia ("alopecia"), acne ("pimples") and mood altered ("humor alteration") and was found to have weight abnormal ("weight alteration"). The patient was treated with surgery (hysterectomy on (B)(6) 2020). Essure was removed in (B)(6) 2020. At the time of the report, the device dislocation, pelvic pain, back pain, hypersensitivity, alopecia, acne, weight abnormal and mood altered outcome was unknown. The reporter considered acne, alopecia, back pain, device dislocation, hypersensitivity, mood altered, pelvic pain and weight abnormal to be related to essure. The reporter commented: case reported in a tv (B)(6) program. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.